Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite. Vyaire medical was unable to established the exact root cause as the issue is no longer reproducible. Most likely o2 cell or sinter bronze filter is not seated properly which causing the alarm to trigger and the issue resolved after tightening the system.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and verified the correct blower configuration type. The fsr performed full functional test following vyaire service procedures and the unit passed all tests performed. The unit was left running to try to duplicate the reported error but the problem could not be duplicated. The unit worked with no issues and will be sent back to service. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us having alarm 401 - inspiration valve or device leaky. Furthermore, there was no patient associated with the event.